Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 254 mg/dl. The customer stated she gave several boluses, but her blood glucose levels remained high. The customer was then treated with manual injections. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.